Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-nov-2017, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via implantable pump. The healthcare provider (hcp) reported an infection. It was noted that there were redness and tenderness around the pump pocket site. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter system were removed due to the infection on (B)(6) 2023. The patient weight and medical history were asked but unknown. The patient status was alive and no injury. The issue was not resolved. Additional information was received from a healthcare provider via a company representative indicated that the event date for the infection was asked but unknown at this time. The system was explanted but resolution was unknown at this time.